Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/01/2017 with the following findings: during investigation, the pump black box and pump history showed the pump was running on default year of 2007 from (B)(6) 2017 until the end of the pump use. The pump rebooted after the replace battery alarm. The reboots were observed after powering on the pump. The deliveries never resumed. The battery compartment was found to be cracked. There was no moisture/corrosion observed in the battery compartment. The returned battery cap had stripped threads. The cap was unable to maintain electrical connection. The reported "power" complaint was duplicated. A new test battery cap was able to fit to maintain electrical connection. A test battery cap was used to complete a 24 hour duration test. There were no pump reboots duplicated during this time. The total daily dose added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pumps' cover was removed and there was no evidence of internal moisture or damage to the power circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the patient was treated in the emergency room (ER) for an elevated blood glucose (bg) of 536 mg/dl with a headache, moderate ketones, abdominal pain, extreme thirst, excess urination, nausea and vomiting associated with an intermittent power and damage issue with the pump on (B)(6) 2017. Reportedly, the patient discontinued pump therapy and was treated with intravenous (IV) fluids. During troubleshooting with customer technical support (cts), it was revealed that the battery compartment was cracked and there was intermittent power in the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of intermittent power and damage issue with the pump.